Event description:
The following was reported to hamilton medical ag: loss of external alarm. Ac power indication not showing . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).